Event description:
It was reported to philips that the image processing computer's power supply shorted, and sparked, preventing the system from booting. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site and confirmed the reported problem. Fse found that the l2 m cabinet pdu breaker tripped due to a sparking image pc power supply and the ippc power supply was failure, which failed and prevented proper booting. To resolve the issue, fse replaced the ip pc and return the part for further analysis and failed component was power supply. After replacing the ip pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.